Event description:
It was reported to the distributor that during a procedure the bullet of the capio device dislodged and broke off in the right side arcus tendinous of the pt. X-ray was performed and confirmed the bullet was lodged in the bone. Physician was not concerned with any migration of the bullet. No adverse outcome reported.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.